Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 16 to 22 mg/dl at the time of the incident. The customer was given a glucagon shot to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis.